Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported though the filing of a lawsuit that allegedly the patient was implanted with a triathlon total knee system on or about (B)(6) 2015 and suffered severe chronic pain, joint instability and limitations following the 2015 surgery continuing through 2018. It is further alleged that diagnostic testing revealed the knee components appeared to be loose and kicked forward. The patient was revised on (B)(6) 2018.